Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an experienced an elevated blood glucose (bg) level of 340 mg/dl. The customer delivered a correction bolus to address bg level. A system check was performed with tandem technical support and showed that the pump was performing as intended. Recommendation was made to consult with health care provider regarding diabetes management. In addition, it was confirmed that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 220 units of insulin. The customer declined to perform troubleshooting and declined further assistance from tandem technical support.